Event description:
It was reported that a user experienced low blood glucose while using the ilet with fiasp, with a nadir of 65 mg/dl about one hour after a meal announcement made immediately before eating; glucose rose to 72 mg/dl by the end of the call after oral carbohydrate treatment. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included transient low glucose managed with oral glucose and no medical intervention or hospitalization. Investigation included review of device use, recent settings, insulin type, recent fill tubing and temporary disconnection, meal announcement timing and accuracy, and absence of external insulin or exercise. Investigation of this case revealed no device alarms or malfunctions, no recent setting changes, and no contributing user actions beyond a brief disconnection during a fill tubing event; the cause of hypoglycemia remained unclear, potentially related to normal insulin delivery and timing around a meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.